Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a short video as only the image of the esophagus was taken. The recording only lasted for about 3 minutes, so it was necessary to perform a repeat procedure and another capsule was used for this. There was no user or patient harm.

Manufacturer narrative:
This event has been reassessed and the reportability has been determined to be a non reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. The product sample was not returned to the medtronic laboratory; however, a data files was provided by the customer for analysis. The customer reported there was a short video as only the image of the esophagus was taken. The reported condition was confirmed. The investigation found: the gfh and log files were reviewed found that the capsule stopped transmit data during procedure for unknown reason, this was led to the reported problem. The investigation found the most probable cause to be the product doesn't transmit component. If information is provided in the future, a supplemental report will be issued.